Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report#s 2183959-2012-00242 and 00241. The pt was implanted with an ams apogee graft on (B)(6) 2008. It was reported that the pt experienced mental and physical pain and suffering, has sustained permanent injury, physical deformity, and the loss of bodily organ system, and has undergone or will undergo corrective surgery or surgeries.